Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and was possibly fractured. A chest x-ray indicated a suspicious area approximately 5 cm from the header. The lead remains in use and the patient has been referred to an electrophysiologist for possible replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and was possibly it was further reported that the lead was explanted and replaced. A lead fracture was confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Destructive analysis was peformed, and a distal conductor fractured was confirmed.